Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed the suction line presents a cut in the suction line. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suction was performed at the upper part of the cuff, sputum came out from the middle of the tube. Hence, extubation was done. It was requested to investigate whether the issue was due to product's deterioration. Moreover, it was confirmed with the sales rep that recannulation of a replacement tube was required.